Event description:
It was reported that the patient underwent an initial comprehensive reverse shoulder arthroplasty approximately three (3) years and five (5) and a half months ago. Subsequently, the patient underwent a revision surgery approximately a month ago due to pain. No further information is available.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031424, cr vivacit-e 36mm brng std; lot#: 64653575; item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 487430; item#: 118000, 25mm versa-dial taper adaptor; lot#: 676390. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified the humeral tray with bio debris. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.